Manufacturer narrative:
Concomitant medical products: addrl1 ipg ,implanted: (B)(6) 2015.

Event description:
It was reported that the remote transmission revealed multiple ventricle high rate events with non-physiologic oversensing on the right ventricular (rv) lead. The clinic will continue to monitor the issue, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.